Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device is having battery issue. There was no patient involvement. Based on the information available, the root cause of the reported issue is due to the defective battery. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Device is eol (end of life) and no work performed by philips. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : device is end of life / end of support.